Manufacturer narrative:
The manufacturing location for this product is unknown. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that an unspecified bd nexiva¿ IV catheter (connected to a bd max zero¿) was placed without incident. However, when the nurse tried to remove the needle after retraction, the needle became stuck and would not disengage. The nurse ultimately used hemostats to clamp and twist the grey needle shield and was able to remove without damage to the product or injury to the patient.